Event description:
The pt was implanted with a siltex low bleed gel-filled mammary prosthesis on 4/9/97. Subsequently, the pt experienced a deflation of the device and a seroma. The device was removed on 8/31/98.